Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the staple was closed during a laparoscopic gastrectomy, they pressed the button and then the green safety button was activated. When it was ready to be activated, it could not be fired normally. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.